Event description:
Two hours from the beginning of the dialysis treatment the nurse realized that there was some blood leaking from the catheter. A rupture was detected in the junction between both catheter branches. Treatment was immediately stopped and patient was sent to hospital to remove the catheter.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.